Event description:
It was reported to boston scientific corporation that a flexima plus biliary stent was removed from a patient during a stent removal procedure. The exact implant and explant dates were not reported. According to the complainant, the stent was ruptured when it was removed. No patient complications were reported as a result of this event. Additional information received on (B)(6)2020 approximately one month after stent placement, a planned endoscopic retrograde cholangiopancreatography procedure in the bile duct was performed to remove the implanted stent. The proximal portion of the flexima plus biliary stent was removed but the distal portion could not be removed and remained in bile duct. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block b3: date of event was approximated to (B)(6) 2020 based on the date the manufacturer became aware of the event. Block e1: initial reporter state: (B)(6). Block h6: device code 1069 captures the reportable event of stent break. Device code 1528 captures the reportable event of stent unable to remove. Conclusion code 4316 is being used in lieu of an adequate conclusion code for device not returned. Block h10: according to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed. Block h11: correction to h6: updated patient code to no consequences or impact to patient. Additional information: updated b5; h6: device code.

Manufacturer narrative:
Date of event was approximated to (B)(6) 2020 based on the date the manufacturer became aware of the event. Initial reporter state: (B)(6). (B)(4). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a flexima plus biliary stent was removed from a patient during a stent removal procedure. The exact implant and explant dates were not reported. According to the complainant, the stent was ruptured when it was removed. No patient complications were reported as a result of this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.